Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft to left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was selected for use. Pressure was applied to the delivery system while advancing the device from the entrance of the 6f guideliner inside the 6f non bsc guide catheter, and it was noted that the stent was dislodged from the stent delivery system. The device was ballooned into the wall of the guide catheter and removed everything from the patient. The procedure was completed with a different device. No patient complications were reported.